Manufacturer narrative:
Investigation pending.

Event description:
Pt had result of 1.3 with meter. Doctor instructed pt to increase dosage of coumadin due meter result. Pt accidentally increased coumadin dose too much. As a result, pt was spitting up blood. Pt went to hospital two days later and had a lab result of 5.0.